Event description:
During evaluation of the device at a third-party service center, foam particles were detected. No other device problems were found. The device was scrapped. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4), in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.